Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure when the nurse split the wire it did not stop at the brown marker but rather split all the way down to the distal end. The procedure was completed with a new dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. (B)(4): the complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.